Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was sticking. Customer's blood glucose (bg) was 520 mg/dl. A correction bolus was delivered to address bg level. Customer applied more force to the button to resolve the issue. The customer continued to use the pump for insulin therapy, but will revert to an alternate method of insulin therapy if needed.